Manufacturer narrative:
Replacement breast shields were sent to the customer. In follow up with the customer on (B)(6) 2014, the customer reported to a medela clinician that her baby had thrush and that she was treating herself and the baby with nystatin for thrush. As the date of this report the original product has not been received. Should additional info or the original product be received, resulting in new , changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Incidences of thrush are currently being investigated under (B)(4).

Event description:
The customer reported that her breast shields did not fit. During a clinical evaluation the customer reported to the clinician that her baby has thrush and has been using nystain for the baby and herself.